Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to bent cannula which resulted in high bg 494 mg/dl. During hospitalization, patient received IV and fluids of saline and insulin. No further information available.